Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the "replace generator soon" message was shown in the patient controller. Additionally patient had lost therapy and company manufacturer was unable to establish connection. To address the issue patient underwent surgical intervention wherein the ipg was replaced and effective therapy was restored.